Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d17700, implanted:(B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012-, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine (25mg/ml, 8.817mg/day), bupivacaine (0.5mg/ml, 0.176mg/day), and clonidine (20mcg/ml, 7.054mcg/day) in an implantable pump for spinal pain. An alarm and motor stall occurred post an MRI with no recorded recovery (patient reportedly had multiple mris). The patient as in the hospital for a few weeks (unrelated surgery) and was being transferred to a nursing home. The patient was due for a pump refill on (B)(6) 2015, but could not get refilled until (B)(6) 2015. The manufacturer representative was contacted to silence a possible low reservoir alarm due to the inability to complete the refill on time. Upon interrogation (only checked once), a pump motor stall was seen. The logs were checked; the stall (alarm) occurred on (B)(6) 2015 which correlated with an MRI performed. The tube set alarm occurred on (B)(6) 2015. As of (B)(6) 2015, the motor stall had not recovered. The pump was programmed to minimum rate mode until the patient could follow up with the managing physician on (B)(6) 2015. It was undetermined if the pump was interrogated following the MRI. The patient's status at the time of the event was stated to be alive with no injury. Following re-interrogation on (B)(6) 2015, the motor stall recovered on (B)(6) 2015 (day of suspected initial interrogation following the MRI). The pump was refilled and reprogrammed to 1.2mg/day. The plan was to titrate the patient up on dosing.